Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they saw dr. (B)(6) and got their device tweeked about 2.5 weeks ago and now pt "can't do anything". Pt said dr. Told them that device had only been "tweeked a little bit" but now they can't do anything they could do before. Pt said within days of the therapy adjustment they noticed the negative impact on them . Pt said dr. (B)(6) wasn't their managing dr. And they didn't have a regular dr. Yet for the dbs device. The patient was redirected to their healthcare provider to further address the issue. Pt said that they went back to the same dr. And the dr. Had pt walk and told the pt that they looked fine so they didn't change anything. Pt said they used to be able to get out of a chair but now they can't do any of it. Pt said they had no idea what the settings were before the dr. Changed them 2.5 weeks ago. Pt said they couldn't power on their handset because they were tremoring. Patient services (pss) re directed pt to healthcare provider (hcp), pss emailed hcp listings to pt and emailed field to provide visibility to pt's situation. Additional information received from the consumer reported they started ¿going downhill¿ a week after the healthcare provider (hcp) ¿tweaked¿ the implant as they couldn¿t walk or write anymore. The patient had fallen twice and broke their wrist. Everything was corrected on the left side came back and they were getting worse every day and the hcp wouldn¿t change the settings back to the way they were.

Event description:
Additional information was received from the patient that their dbs "wasn't working for them and wasn't solving their problem anymore" and this had been going on for about 2 months. The patient was now seeing a new managing healthcare provider (hcp) that is trying to adjust the therapy to get it working okay. The patient requested the manufacturer representative be present on the upcoming appointment to assist with programming.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the patient had a tremor in their right foot that worsened even after adjustments were made. No further actions were taken at this time as the ¿physician wasn't cooperating with the patient.¿

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.